Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of perforation is listed in the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use as known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the additional treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for eval updated from "yes" to "no". H3: reason device not evaluated by mfg updated from "device evaluation anticipated, but not yet begun" to "na".

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. The 3.0x15mm nc trek balloon dilatation catheter (bdc) was advanced to treat restenosis of an unspecified previously implanted stent. The bdc was inflated to 16 atmospheres for 9 seconds and once fully deflated and withdrawn a perforation was noted. An unspecified graftmaster rx was used to seal the perforation. Optical coherence tomography was performed to confirm the perforation sealed. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.